Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, arm 2 went out. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed onsite logs and found error 32097 on universal side manipulator (usm) arm 2. The isi tse asked the operating room (or) staff to cycle the system power, emergency power off (epo), and circuit breaker down on the patient side cart. The fault returned on power-up. Then, the isi tse recommended the staff follow prompts to disable usm arm 2. The customer was informed that the usm arm 2 needed the service, only usm arms 1, 3 and 4 were available to continue. The surgeon stated he would not be able to complete the case robotically, he would continue as long as he could before converting to laparoscopic surgery to finish the procedure. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected upon powering on the system. There was no system malfunction.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported event was confirmed during field evaluation confirming to error faults on the referenced usm arm 2. The isi fse replaced the usm arm to resolve the issue. After replacement, the system was tested and verified as ready for use. Isi received the usm arm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered 319 error. Remote fe logged errors 32097, 1126, 31226 and 319. The unit was tested on a pftp and failed fiber test, pointing to rolling loop. During inspection, rolling loop fiber found damaged/tangled and spring guide were loose. The rolling loop fiber swapped with another and retested on a pftp, it passed all required tests, except yaw sensors check. Fiber rolling loop assembly on the usm arm will be replaced as a fix to the reported problem. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. Per the review, on (B)(6) 2022, a sigmoid colectomy was performed on system (B)(4). This complaint is being reported due to the following conclusion: a usm arm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.